Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, when the nurse set the device and checked the jaws opening and closing it has no problem, but when the surgeon pushed the green firing mode button and when the device was into firing mode, the surgeon then pushed the blue button, however the knife did not advanced. The surgeon opened the jaws once again and re-tried the firing, however the result is just the same. They replaced the device with a new reload, and the firing was completed with no problem. After that they tried to connect another three reload to the adapter but same problem from the first one occurred. The surgical time was extended by more than 30 minutes, and additional tissue resection was required due to the issue. There was no patient injury.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, it has been 3 months since the device was used last. When the nurse set the device and checked the jaws opening and closing it has no problem, but when the surgeon pushed the green firing mode button and when the device was into firing mode, the surgeon then pushed the blue button, however the knife did not advanced. The surgeon opened the jaws once again and re-tried the firing, however the result is just the same. They replaced the device with a new reload, and the firing was completed with no problem. After that they tried to connect another three reload to the adapter but same problem from the first one occurred. They then used another device to resolve the issue in order to complete the case. The surgical time was extended by more than 30 minutes, and additional tissue resection was required due to the issue. The patient was alive with no injury. The original firing was stopped at 2 or 3 mm of proximal site. The surgeon re-resected of about 50mm with the device, from the position the previous firing was stopped. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. Upon insertion, the green adapter status light emitting diode(led) began blinking as well as the five white leds and solid blue status lights were observed. The electrically erasable programmable read-only memory(eeprom) was evaluated and it was found that the code ¿no_handle_uses_left¿ was present in the event log for a previous use indicating the adapter had reached end of life (50 autoclaves). No further functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the light sequence to replace handle was that the handle had reached end of life and as a safety measure prevents use past the limit. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.